Event description:
A hospital in (B)(6) reported that an iw910 baby control mobile infant warmer has an error code and has requested a service to be performed on the unit. During the service at fisher & paykel healthcare's regional office in irvine, california it was identified that the heater head was cracked and the harness connectors were discoloured.

Manufacturer narrative:
(B)(4). Method: the head warmer assembly of the complaint iw910 baby control mobile infant warmer was returned to our fisher & paykel healthcare (fph) service centre in irvine, california where it was visually examined by a trained fph service engineer. The heater head case and the upper head harness were returned to fph in (B)(4) for further testing. Results: visual inspection revealed cracks on both sides of the upper head case. Chipped plastic and crazing was noted at the bottom edge of the head case. The returned upper head harness were not discoloured. During testing the error 17 displayed and the heater element was found to be open circuit. A lot check revealed one other similar complaint for lot number 060623. Conclusion: it is likely that the cracks on the upper head case are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." As part of our continuous improvement, on (B)(4) 2010 we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint head warmer was repaired with a replacement head kit and was returned to the customer after passing the safety and performance checks.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw910 baby control mobile infant warmer has an error code and has requested a service to be performed on the unit. During the service at fisher & paykel healthcare's regional office in (B)(4) it was identified that the heater head was cracked and the harness connectors were discoloured.